Event description:
Removal of pfc components on (B)(6). Revision was a result of aseptic loosening and the original implants had been in for approximately 15 years. It wasn¿t possible to confirm catalogue & lot numbers as the explanted implants were disposed off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.